Event description:
Allegedly the patient was revised due to dislocation subluxation; wear of acetabular component. (Left). Age at primary: (B)(6). Primary as a: p2-mild disease not incapacitating. Revision njr index no: (B)(4). Additional product information received on 1/12/2017: neck product information now available.